Event description:
The pt received an scs system, including an ipg, on (B)(6) 2010. Recently, the pt has developed an onset of gastrointestinal issues. The physician is currently exploring a possible connection between the pt's gastrointestinal issues and her scs system. In addition, the pt is undergoing testing for krohn's disease. No conclusive diagnosis has yet been made.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.